Manufacturer narrative:
Analysis was normal, no anomaly was found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. No other patient symptoms were reported.